Event description:
--

Manufacturer narrative:
According to all available information, the lead was explanted and replaced but has not been returned for analysis. If further information becomes available, an updated report will be submitted.

Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead began sensing p waves and inhibiting ventricular activity after which a chest x-ray confirmed the rv lead had become dislodged. The patient was not pacemaker-dependent. Meanwhile, the pacing threshold also increased to 5v at 1.0 ms so outputs were increased to 6.5 v. The device was reprogrammed to voo and the patient was admitted to the hospital and was placed on a waiting list for a lead repositioning procedure.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.